Manufacturer narrative:
The investigation is still ongoing. A follow up medwatch will be submitted when further information becomes available.

Event description:
Due to an anonym hardware/disposable survey in the netherlands following was reported: "if you would have an adjustable suturing device with them we would have stayed with hls canulas. Because of 2 incidents related to positioning and suturing we will now be changing to lifesupport cannulas (with the little adjustable ring)". No harm to any person was reported. Complaint: #(B)(4).

Manufacturer narrative:
Due to an anonym disposable survey in the netherlands following was reported: "if you would have an adjustable suturing device with them we would have stayed with hls canulas. Because of 2 incidents related to positioning and suturing we will now be changing to lifesupport cannulas (with the little adjustable ring)". No confirmation of the failure is possible due to less information as this complaint was created out of anonymous survey. No further information about the product is given as this complaint is out of a survey. There is no significant trend on this failure, therefore it cannot be concluded that production related influences could have led to the reported failure. According to the risk management file of hls cannula dms # (B)(4) , v4 following root cause can lead to the reported failure: user error: lack of attention. No confirmation of the failure is possible due to less information as this complaint was created out of anonymous survey. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: #(B)(4).